Event description:
The customer contacted baxter's technical service center regarding an alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 3. The baxter technical service representative (tsr) determined the home patient (hp) was currently in the hospital using their hc. The tsr also determined the hp had 3 bags connected total, 1 on the red, 1 on the white, and 1 on the blue. There was solution partially in the white and blue. The tsr started to troubleshoot the blue clamp bag when the hp stated it became disconnected and he connected it back (re-use of single use product). The tsr explained then the setup had been compromised and he could be risking himself with infection. The tsr assisted the hp with ending therapy. The tsr advised the hp to dispose of the current supplies attached and notify the registered nurse (rn) right away regarding the bag disconnecting. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2012 and he said, he was not sure how the bag became disconnected. He said, he was in the hospital now and then, and that a nurse had hooked up all the supplies for him. He did not notice anything wrong with any of the supplies. He ended therapy that day and started over with new supplies. Since then, he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore, no batch review could be performed. The problem of use error, re-use of single use product, was confirmed, based on the patient report. However, the root cause was could not be determined since it is uncertain why the patient re-used single use product. The label review found the labeling adequate for the prevention of the use error in this report.